Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2s3mm); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's ins was off and the lead was disconnected. When asked for clarifying information about the lead being "disconnected", the hcp stated they had no additional information. The hcp stated the patient had a previous MRI when the system was "connected and working" and was able to activate MRI mode. The hcp was not with the patient. The use of MRI mode was reviewed with the hcp but if lead was truly disconnected from the ins, the labeling didn't speak to this configuration and imaging would be recommended to confirm if the ins/lead were connected.